Manufacturer narrative:
B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2021. The patient stated he felt symptoms of low glucose (no specific symptoms provided). He stated that when he came to, his cgm was reading 100 mg/dl but his bg was 55 mg/dl. He did not calibrate the device. Emergency medical services (ems) was called and the emergency medical technicians (emts) gave him glucagon, then took him to the emergency room (ER). He was admitted overnight. No additional treatment information was provided. At the time of the report he was feeling normal. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data.